Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable.

Event description:
"[Summary]: spiral support strut marker was facing the lesser curvature when the inner sheath was advanced out from the outer sheath. [Description / sequence of events]: on (B)(6) 2017, - when the inner sheath was advanced out from the outer sheath as following IFU, spiral support strut marker confirmed to be facing the lesser curvature. The flush port of delivery system was facing up when inserting the device, so spiral support strut marker should face the greatest curvature. (The position of marker was not checked until the inner sheath was advanced out from the outer sheath). - the system was pulled down and pushed up between the descending aorta and aortic arch several times with applying some torque. As a result, the system was turned in some degree and spiral support strut marker faced the side. - since it was difficult to turn further, the stent graft was deployed. - after the deployment, it was confirmed that spiral support strut marker faced the greatest curvature. - the post-angiography taken after touch-up revealed no anomaly. Any patient adverse event is also not reported as of today. - physician's comment: - the stent graft could be mounted upside down into the sheath."